Manufacturer narrative:
(B)(4).

Event description:
It was reported detached or missing sensor wire the sensor was inserted abdomen which is off label usage of the device, on 07-05-2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.